Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to link the barcode for the medication vancomycin. The technical support specialist (tss) identified that the product identifier was linked at another facility. Tss isolated the facility, so that the user could unlink and allow the correct barcode to be connected to the item. Customer was able to relink the medication and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user received an error when attempting to add a barcode. The following message was displayed: please correct the following before proceeding product ID must be unique. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.